Manufacturer narrative:
Follow-up received on 04-feb-2016. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c13143; production date: 20-jan-2014; expiration date: 31-jan-2017. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-feb-2016 for the following meddra preferred terms: pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed; spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant (device ineffective). She underwent an elective abortion but did not remove essure inserts. She also experienced a perforation on right with essure implants positioned into interstitial part of fallopian tube. A celioscopy was performed for ligating of the uterine tubes. Perforation is serious due to its medical importance. Pregnancy is considered non-serious. Both events are listed according to essure's reference safety information. In this particular case, essure placement in the right side was difficult and two attempts were required; physician stated points of reference of right insert were reversed (unspecified) and he believed patient ovulation was in the right side. A hysterosalpingogram was performed after the first attempt and confirmed right tubal patency. A second attempt was made under general anesthesia and insert was introduced without difficulty. After the 3-month period, an x-ray was performed and did not confirm tubal occlusion. The patient did not come back after the confirmation test. The pregnancy occurred approximately 5 months after this second attempt. Since the tubal occlusion was not confirmed, a causal relationship between essure and the reported pregnancy cannot be excluded (device ineffective). With regards to the other event, the exact date and mechanism of perforation were not known, however given its nature, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(4) 2015. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. According to physician, essure placement had been performed in two times. First (without anesthesia) passage had been impossible in right side, the patient had experienced pain. In the second attempt (with anesthesia) adenomyosis was found. The placement in right side had been performed without any problem and ostium had been opened. In addition it was informed that report had been done but not reviewed by the surgeon; on the report, points of reference of right insert were reversed. The patient went back to physician and she was pregnant (patient's ovulation in right side). A drug induced abortion was performed and the patient took it quite well. The product technical complaint investigation and final assessment were received on 07-apr-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment- since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment - this product technical complaint was initiated due to a lack of efficacy (pregnancy). Lack of effectiveness is not necessarily indicative of a quality defect as it may occur with the use of any product. Additionally, pregnancy may occur during any contraceptive use. Additionally, usability issues were reported. The reported medical event is a known possible undesirable event of the product itself and is not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical event or the lack of efficacy event and a quality defect. Follow-up information received from physician on 29-apr-2015: the patient was (B)(6). The patient's medical history included multiple intolerance to different contraception, menorrhagia with copper iud, metrorrhagia with mirena (case (B)(4)), catamenial migraine worsened with oestroprogestative intake, drop in libido with (B)(4), gravida 2 (2003 and 2008), para 2, cervical laser in 2003 and no serious illness. Her concurrent condition included amenorrhea while on (B)(4) (concomitant medication). Information about essure procedure was obtained: day of menstrual periods cycle was unspecified due to amenorrhea; pre-medication was done with atarax 50 mg; distension with saline solution was also performed; placement technique was bettocchi; cervix and uterine cavity size were normal with atrophic mucous membrane; tubal orifice was visualized without any difficulty. No performance of associated procedure was done at the same day. Left insert placement was quite easy with progression under higher pressure. Right insert could not be placed after several failed attempts, due defect; to not passable complete ostial synechia. Five trailing coils were visible in left side after insertion. Patient experienced pain during procedure. Medical notes from another unspecified date indicated that first attempt failed in right side: right tubal ostium was not passable due to synechia. Hysterosalpingography was done and confirmed right tubal patency. Second attempt was done under general anesthesia; hysteroscopy was introduced under vision control with bettocchi method. Tuba erecta aspect was found, evoking adenomyosis, with tubal ostium which still did not seem to be passable. With hyperpressure, the real tubal ostium was finally visualized inside the pseudo ostium previously seen, which was in fact corresponding to an adenomyosis gland. Insert was introduced without any difficulty, insert was released and three trailing coils were visualized. No further information was provided. Follow up received on 27-may-2015 from physician: patient's demographic information was provided. First attempt on (B)(6) 2014: failure in right side. Second attempt under general anaesthesia performed on (B)(6) 2014. Essure lot number was provided (c13143). Use of alternative contraception after essure placement: (B)(4) from (B)(4) 2014 (date of plain abdomen x-ray). She experienced amenorrhea during (B)(4) period. On (B)(6) 2014, essure confirmation test was performed by x-ray and did not confirm tubal occlusion. Results: essure inserts were in left central and lateral sacral position. The patient was not advised by the doctor of essure efficiency based on the result of the confirmation test. The patient went to perform the x-ray but did not come back to see the gynecologist for consultation. Pregnancy interruption was decided by the patient. Essure inserts were in situ at the time of diagnosis of pregnancy. Essure inserts were not withdrawn. Follow up information received on 21-oct-2015: the patient's medical history also included menorrhagia with copper iud, metrorrhagia with mirena (levonorgestrel), drop in libido with cerazette (desogestrel), and pregnancies in 2003 and in 2008. Following patient's request, celioscopy was performed for ligating of the uterine tubes. Celioscopy showed perforation with subperitionization of the fundus of the uterus. The perforation explained the implants markers on the picture of plain abdomen x-ray were reversed. Case upgraded to incident. Follow-up received on 12-nov-2015: nca number was provided: (B)(4). Patient denies serious illness, c-section, ectopic pregnancy, previous elective abortion and/or spontaneous abortion. Insertion had been easy. Ostium visualisation was difficult. No fluid loss upper than 1500 cc during hysteroscopy. Procedure had not lasted more than 20 min. No complaint immediately after insertion. Incorrect essure position was diagnosed in (B)(6) 2015 when pregnancy was diagnosed. No organ or intra-abdominal structure was perforated. Perforation did not occur before deployment. Perforation occurred with coil after deployment. Perforation diagnosis made by laparoscopy. Essure was correctly placed on left. On right, complete perforation was found with essure positioned into interstitial part of fallopian tube. Perforation symptom: pregnancy, 5 weeks and 4 days of amenorrhea. Essure confirmation test was performed on (B)(6) 2014 by x-ray and confirmed tubal occlusion. The patient was advised to rely on essure based on the result of confirmation test by the radiologist. Essure implants were not removed. Company causality comment: this medically confirmed; spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant (device ineffective). She underwent an elective abortion but did not remove essure inserts. She also experienced a perforation on right with essure implants positioned into interstitial part of fallopian tube. A celioscopy was performed for ligating of the uterine tubes. Perforation is serious due to its medical importance. Pregnancy is considered non-serious. Both events are listed according to essure's reference safety information. In this particular case, essure placement in the right side was difficult and two attempts were required; physician stated points of reference of right insert were reversed (unspecified) and he believed patient ovulation was in the right side. A hysterosalpingogram was performed after the first attempt and confirmed right tubal patency. A second attempt was made under general anesthesia and insert was introduced without difficulty. After the 3-month period, an x-ray was performed and did not confirm tubal occlusion. The patient did not come back after the confirmation test. The pregnancy occurred approximately 5 months after this second attempt. Since the tubal occlusion was not confirmed, a causal relationship between essure and the reported pregnancy cannot be excluded (device ineffective). With regards to the other event, the exact date and mechanism of perforation were not known, however given its nature, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since a surgical intervention was performed. An initial product technical analysis concluded unconfirmed quality defect and that based on the limited available information, there is no relationship between the reported medical event or the lack of efficacy event and a quality defect. After receipt of lot number, a new analysis is expected.